Event description:
When emt arrived at scene, they found that a woman was being given CPR by family members (length of time of CPR unknown). After exam emt attached defibrillator pre-gelled pads to pt and turned battery operated, portable defibrillator on, set to analyzing mode. Led screen indicated pt was in ventricular fibrillation; device began to charge and appeared to be preparing for shock/discharge. When screen indicated device was ready for shocking pt, unit just shut off. There were no messages displayed on either rhythm display screen or command display screen. Voice command did not work. Emt attempted to turn unit back on by closing and reopening device lid but was unable to get device to turn on. Squad did not have a back up unit. Pt was never defibbed. Following event when the squad returned to the station, the emt checked the battery was found to be fully charged and device delivered 260 joules when using a simulator. Voice command did not work during simulation. Device had been successfully used for "monitoring" heart rhythms approx 10 hrs before incident. Device and battery had been checked at beginning of shift and found to be in good working order. Device did not indicate poor contact or high impedance; and station had never had problems with this particular device.